Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a gas error. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h10, h11. Corrected fields: b5, b6, b7, d1. The fse later reported that the reported issue could have been due to the weight of the plastic extension support arm of the pneumatic interface module and how it had broken off. The support arm had placed stress on the intra-aortic balloon (iab) extension to the port. Gas would seep out through the port and not allow the iab to inflate fully. The device would generate the reported "gas loss in iab circuit" alarm due to iab not inflating. The fse noted that the end user could have solved the issue by reperforming an autofill.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h4.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/3233): a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "gas error" issue. However, the fse was able to verify the logs for the ¿gas loss in iab circuit¿ multiple times. During the visual/ physical condition checkout of the iabp, the fse found the pneumatic interface module catheter extension support arm had been broken off the pim front housing of the module, functional tested the pim just to verify that this was not the cause of the complaint and the pim passed without any failures. To fix the issue the fse replaced the pim due to the catheter extension support arm being broken off the pim front housing. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.